Event description:
The customer reported failed proficiency testing with american proficiency institute (api) for sa1c on the g8 analyzer. The customer stated calibrations were performed weekly and was successful prior to running the survey samples. The calibration and quality control (qc) were in acceptable ranges, no errors were presented. The customer could not confirm pre-analytical handling of the samples and temperature of the samples upon delivery to the laboratory. No samples available for further investigation. There was no indication of any patient intervention or adverse health consequences due to the reported event. A field service engineer (fse) was dispatched to further investigate the reported event. Investigation is in progress.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and reproduce the problem by running the customer¿s quality control (qc). Fse replaced the sample loop and performed calibration, reran the customer¿s quality control (qc), the qc was still low, but in range. Fse made new calibrations and reran testing, the qc was now closer to the mean. Fse suspects the faulty sample loop was causing the low bias. Fse performed pm on the analyzer and validated the analyzer by successfully performing quality control run without error and within package insert. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the faulty sample loop.